Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and found the hospital was having power fluctuations. The issue is being investigated by the hospital's electrician. No additional information was provided

Event description:
The customer reported that the system would not boot up and that an alarm was heard when it was plugged in. No patient injury was reported.